Event description:
It was reported that the patient is frustrated because he can not achieve the pop every time when he tries to activate his device. The patient states that when he does get it to pop, he is able to inflate normally, but when he can not get it to pop, no fluid transfers.